Manufacturer narrative:
Visual inspection and dimensional testing were performed on the returned device. The reported bent guide wire was confirmed. The reported difficult to remove was not replicated due to the damages observed on the guide wire. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided and observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to bent material include, but are not limited to, outer diameter of the guide wire, manipulation against resistance, interaction with other devices, and/or interaction with challenging anatomy which likely led to the reported difficulty to remove. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed reports it was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification and 60% stenosis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The unspecified balance guide wire was noted to be bent and the dragonfly oct catheter was stuck on the wire. The devices could only be removed together. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.